Manufacturer narrative:
Additional information was received on (B)(6) 2024. Through follow up it was learned that patient had a silk procedure which has not been approved in the united states therefore, not reportable. No additional information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was system error 33-11-02 (energy error) during surgery. Additional information stated that procedural treatment was aborted during the surgery and treatment was not completed on same visit. Patient required other medical intervention and had other surgery next day. No other information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: initial reporter: first//given name: unknown, information not provided. Section e1: initial reporter: last name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. . Section e1: initial reporter: telephone number: unknown, information not provided. . Device evaluation: a field service engineer visited site and reported the issue reported might be because the air conditioner wind was right above the equipment. After install air blinder, room temperature looks stable. Performed energy wheel (ew), photodetector (pd) calibration and check glass burn threshold (gbt) multiple times. System performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.